Event description:
The refractive surgery was performed in 2000. The patient had the flap removed in the left eye 2 months later. Visual acuity improved from 20/400 both eyes to 20/30 (od) and 20/25-(os). Information that the flap was lifted was received in 4/2001.